Event description:
Report from (B)(6) stated that the cooling pump activated improperly whenever the motor was attached to the console, causing an e6 error to appear. It is known that the device was not used during surgery. It is unk if injuries or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).